Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic nephrectomy, the reload was fired but would not open. Due to this problem, 10mm of ureter had to be resected distal to the staple line. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one piece of cloth, one device and one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Further engineering evaluation of the reload condition also noted an out of position knife bar laminate within the reload. The laminate variation was considered to be a secondary condition and has been addressed in current production. A review of the reload device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the instrument device history record could not be performed because the correct lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data displayed an increased trend and a product enhancement has been initiated. The observed condition is consistent with a improper load onto the instrument. An improper load allows the device to be fully fired but prevents retraction for unclamping.